Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows moderate electrode wear. There are no manufacturing abnormalities visually observed with the returned wand. The returned device was plugged into a quantum2 controller was activated on ablate and coag settings and produced plasma at ablate and coag settings as specified. The suction line on the device was tested and performed as specified. The complaint was not verified and the root cause could not be determined with confidence. Factors that could contribute this kind of errors include (1) the saline would not initially flow due to the drip chamber (2) by a closed roller clamp or (3) a twisted / kinked saline line or (4) there was an attempt to excavate large ablated tissue remnants (5) the controller does not produce any output. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the super turbovac 90 did not deliver rf energy. There was a surgical delay greater than 30 minutes. No back up device was available.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to maintain the formation of plasma, inadequate suction, device reaching its end of life, or not having the wand or foot control connector fully inserted into the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. The instruction for use contains information regarding activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopic bankart repair the surgery, the super turbovac 90 did not deliver rf energy. There was a surgical delay greater than 30 minutes. The procedure was completed with the same device.